Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon inserting then syringe and injecting water, water leaked from the armpit side.

Event description:
It was reported that upon inserting then syringe and injecting water, water leaked from the armpit side.

Manufacturer narrative:
The reported event was confirmed to be supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. No failures were found within the supplier investigations. This event does not require a DHR review. It was confirmed related to a supplier, therefore labeling review is not required for this reported event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.